Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. One clip was returned in a sterile pack to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This was initially reported as a serious injury, however, based on additional information from the customer there is no indication that the device caused or contributed to patient harm.

Event description:
Additional information was received from the customer that the patient was under intravenous sedation with propofol. The patient was hemodynamically stable and there was no significant delay with the treatment. There were no further reports of patient harm.

Event description:
It was reported that during a hemostasis procedure, a loaded clip failed to open which occurred consecutively with unknown number of clips. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation and was completed with a similar device. There were no reports of adverse patient sequelae.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.